Event description:
Affiliate reports: physician developed rash on hands that became itchy. The rash would improve when not wearing the gloves, but would become worse throughout the day after the gloves were donned. His hands would clear up on weekends.